Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented in clinic during follow up. The ICD was post paced t wave oversensing on the ventricular channel which was noted on a stored egm. Reprogramming changes was recommended. No further information is available.